Manufacturer narrative:
An event of resistance was felt while advancing the valve into delivery system was reported. The investigation of returned device found that blue band on the valve capsule was noted have a deformation damaged. It was indicated the valve capsule was flared out and had folded back on itself slightly. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported event could not be conclusively determined. However, the damage occured might be related due to procedular conditions (multiple attempts were made to get under skin). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the physician wasn't able to advance the delivery system over the wire into the patients body. Several attempts were made, but it wasn't possible to advance the system any further than the nosecone into the skin. When the delivery system was removed off of the wire, due to multiple attempts of trying to pass it through the skin, the valve capsule was flared out and had folded back on itself slightly. It is thought that the issue was due to the patient's anatomy and possibly the angle of entry into the skin being too horizontal to the patient. The valve and ds were replaced with new devices and a different insertion angle was used to successfully implant the valve. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient is stable.